Event description:
It was reported that the left and right ventricular leads were prophylactically switched in the device header during a previous device change out. The patient was lost to follow-up and then presented with "inhibition of pacing output and [high voltage therapy]." The stored electrogram showed a possible insulation failure between the cathode and anode on the left ventricular lead. The leads were returned to their respective ports. Both leads are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The 6949 lead is part of the advisory for this model.